Manufacturer narrative:
Average age. Majority gender. Event date is literature article published date self-expanding versus-expandable stents for iliac artery occlusive disease jacc: cardiovascular interventions 2017; 10:1694¿704 http://dx.doi.org/10.1016/i.jcin.2017.05.015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out on 660 patients, 340 patients were treated with protégé everflex self-expanding (se) stent, 320 patients were treated with visi-pro balloon-expandable (be) stent in the common external iliac artery. Evaluations were performed at 6 and 12 months, patients presented with restenosis, target lesion restenosis (tlr), cerebral aneurysm, cardiogenic shock, myocardial infarction, pneumonia, sepsis, limb amputations, stroke, access site perforation, in-stent restenosis, occlusion. In the se group, 2 patients died. One of them due to myocardial infarction at 12 months and the other for unknown reasons at 3 months. In the be group 8 patients died: 2 of them from myocardial infarction at 5 months or cardiogenic shock at 6 months, and 4 of them from cerebral aneurysm, pneumonia, sepsis, or multiple myeloma within 12 months. Two patients from the be group died for unknown reasons. In 4 se patients, a distal embolization occurred and could be resolved during the index procedure. Three of the patients were treated due to an occlusion and 1 of them was treated due to an in-stent restenosis. The study concluded that the treatment of iliac artery occlusive disease with se as compared to be stent resulted in a lower 12-month restenosis rate and a significantly reduced tlr rate.